Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a pacific xtreme balloon to treat a lesion in a patient. A non medtronic guidewire (viper) and inflation device (merrit) was used. No damage noted to packaging, i.e. Shelf carton, hoop/tray, no issues noted when removing the device from the hoop/tray, no resistance encountered when advancing the device, excessive force was used during delivery. It was reported that the balloon advanced too far into a collateral and doubled up on itself. They could not get it to un double and got stuck in the iliac. A snare retriever was used. No further patient injury reported, and patient outcome was reported to be good.

Manufacturer narrative:
Additional information: target treatment vessel was the patient¿s superficial femoral artery. No calcification was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.